Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl procedure the flip-cutter broke when it was flipped inside the joint. There were 3 total small pieces that had to be retrieved. The surgeon found all of the missing pieces and removed them from the patient. Another flip-cutter was used to complete the case. There no further issues and the patient is fine to date. This was a younger female patient with hard bone.

Manufacturer narrative:
It was reported that the device broke during the procedure. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that one leg of the actuator tube broke off and one leg of the inner shaft had twisted. Functional testing was unable to be performed due to the damaged state of the device. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device in the noted hard patient bone.